Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), resistance was encountered when fully inserting the right ventricular (rv) and left ventricular (lv) leads into the header ports. The leads were able to be fully inserted and the crt-d was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.